Event description:
The initial reporter alleged a discrepant reactive result for a patient sample tested with the elecsys anti-hcv ii assay on the cobas pure e 402 analytical unit. The sample was tested on two different analyzers in two separate laboratories using two different reagent lots. On (B)(6) 2022, the sample was tested on the cobas pure e 402 analytical unit with a result of 3.21 coi (reactive). A repeat test on (B)(6) 2022 using the same analyzer and lot yielded a result of 3.18 coi (reactive). The sample was also tested on a cobas e 801 analyzer in another laboratory, yielding results of 1.61 coi (reactive) on both initial and repeat testing. The customer performed additional confirmatory testing using immunoblot (lia biorad technique) and polymerase chain reaction (pcr) for hcv rna. Both methods returned negative results, with rna undetectable.

Manufacturer narrative:
The reported event occurred on an analyzer with serial number (B)(6). The investigation determined that the elecsys anti-hcv ii assay performed within specifications. The sample was tested on two different analyzers in two separate laboratories using two different reagent lots, and the results were consistently reactive. Additional testing conducted at the cir laboratory confirmed reactive results with both the elecsys anti-hcv ii assay and the elecsys anti-hcv ii assay with improved biotin tolerance. Confirmatory testing using the fujirebio innolia immunoblot showed no signal for any antigens, indicating a negative result. The root cause was attributed to an unspecific or unknown interference, consistent with the specificity claim outlined in the assay's instructions for use (IFU). The device remains in operation.